Event description:
We had a i.v. Failure with a jelco catheter 22g 1" -made by smiths medical- in 2009. The lot number for the catheter was 0903 444. That afternoon when my technician was removing the catheter from a pt- out of its left cephalic vein following successful stifle surgery, she informed me that only 4 mm of the cath came out and that the rest must have broken off inside the vein. We radiographed the leg and saw the broken off end of the catheter near the elbow. A surgical excision of the leg was attempted and was unsuccessful in removing the catheter. Further radiographs the next day, demonstrated that the catheter had migrated up the leg and was near or at the external jugular. No other attempts to remove the catheter have been performed as of yet due to the risk of surgery. I have the end of the catheter. Dates of use: 2009. Diagnosis or reason for use: orthopedic surgery.